Manufacturer narrative:
The received information and the analysis of the log file provided basis for the investigation. The evaluation of the log file showed that on 07.07.2017 at 13:06, the internal voltage of the device went out of range. The device performed several attempts to restart in the subsequent minutes until 13:11 that were not successful due to the low supply voltage. This logged device behavior indicates that the internal battery of the device was discharged and the ventilator failure was caused due to a power loss. The biomed on site could later verify that the device displayed the message ¿int battery discharged¿ upon switch on. Furthermore the device passed all device checks after the battery was fully charged. The log does not contain an error entry that indicates a device related malfunction or a problem with charging of the battery. In case of a discharged battery the device would generate the alarm messages ¿!! Charge int. Battery¿ and a few minutes later ¿!!! Int. Battery discharged¿ to inform the user about an imminent depletion. Overall, no device malfunction could be identified. Based on the log and device evaluation the ventilator behaved as specified.

Manufacturer narrative:
The investigation was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
It was reported that an oxylog 3000 failed whilst ventilating a patient on a transfer from cath labs to CT. It was stated that the patient suffered a cardiac arrest although it is not clear if this was directly because of the reported failure. CPR commenced and patient ventilated using hand bag set. The user went to put the patient back onto the ventilator and system error fault displayed with audible alarm. Unable to use on patient. Patient hand ventilated to CT. The ventilator came into medical electronics later that afternoon and upon switch on the message ¿int battery discharged¿ was displayed. The battery was charged over the weekend and the unit passed a device check this morning. Mains supply was disconnected and a test lung used to set the ventilator to operate on battery without any problems found.